Event description:
Information was received from the patient that their voice returned but will be going to see the ent physician before turning vns back on.

Event description:
It was reported that the patient began having voice alteration after the implant surgery. The device was confirmed to not have been turned on yet. Clinic notes for the patient were later received in which it was indicated that the patient had constant hoarseness and progressive voice weakness since placement of vns. The patient complained of swallowing changes and sensation of a foreign body in posterior pharynx at the level of the larynx at times. The patient voice frustration that the risk of his voice was not provided to him preoperatively. The physician indicated that during the visit, the patient's larynx and vocal cords were adequately examined, as well as the subgiottis and epiglottis. It was found that the patient has left vocal cord paralysis, foreshortened and in paramedian position. Medical records from the date of implant were received and reviewed. It was indicated that the indications, risks and hazards were discussed, and consent was obtained from the patient prior to surgery. The device history records of the lead was reviewed and found that it met all requirements and specifications prior to its release. During follow-up with the implanting surgeon¿s office, it was indicated that patient also reported intermittent coughing and was indicated that the patient had not been seen since referring them to the ent which confirmed vocal cord paralysis. No additional relevant information has been received to date.